Manufacturer narrative:
The involved device was not received for evaluation. A review of the device history record (DHR) was conducted which confirmed that the product met all quality criteria and manufacturing specifications prior to release. Based on the available information, there is no evidence to indicate that a malfunction occurred. A search of the complaint database revealed no other serious events associated with this device. The nxstage system one user guide supplement for solo home hemodialysis outlines risks, warnings, and requirements for the solo home hemodialysis patient. (B)(4).

Event description:
A report was received on 11 mar 2021 from the home therapy nurse (htn) of a (B)(6) year old female patient with a medical history of multiple comorbidities and end stage renal disease approved for performing solo home hemodialysis therapy, stating the patient expired during a hemodialysis treatment on (B)(6) 2021. Additional information was received on 12 mar 2021 from the htn who stated that the cause of death is unknown and no additional information is expected. No information was received to suggest the patients death was attributed to nxstage product or therapy.